Manufacturer narrative:
This report is being submitted to report (B)(4). The reported device is expected for evaluation. The device has not yet been received, however. Once investigation has been completed, a follow up medwatch will be submitted. Not yet returned.

Event description:
It was reported an unknown zimmer screw loosened at site 18. The screw was retorqued and new zimmer screws were placed. There was no additional information reported.

Event description:
It was reported an unknown screw loosened at site 18. The screw was re-torqued and new zimmer screw was placed. There was no additional information reported.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported an unknown screw loosened at site 18. The screw was re-torqued and new zimmer screw was placed. There was no additional information reported. G4: 9 jul 2019. The reported unknown screw was not returned for evaluation. The reported condition of a screw that loosened and that was re-torqued was not confirmed. A device history record (DHR) review could not be performed, as the lot number is unknown. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. A definitive root cause for the reported device could not be determined, however screws are a single use device and should not be reused/retorqued. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.